Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right atrial lead showed high thresholds while implanted in the previous device. The lead was then tested through a pacing sys analyzer and the new device, and the thresholds were back to normal ranges. At this time, the product remains in svc. If add'l info becomes available this report will be updated as necessary.